Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. Information requested but not provided.

Event description:
Patient had pain and tightness in her left arm after treatment that initially was thought to be usual side effects. About 4 weeks after treatment, patient went to ER and ultrasound diagnosed with nonocclusive thrombus within the proximal upper arm to elbow. Patient was prescribed naproxen. Follow-up visit on (B)(6) 2015 confirmed continued tightness and pain in left elbow and shoulder; continues on naproxen. External physician review stated unlikely due to miradry treatment.